Manufacturer narrative:
Analysis was normal. No anomalies were found. The 6-months battery longevity estimate given by the programmer was incorrect. The inconsistency in the longevity estimation was most likely due to a programmer software issue. The root cause of the inconsistent remaining longevity estimate could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12557. It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited overestimation of battery to elective replacement indicator (eri). The physician alleged the increased capture thresholds of the left ventricular lead contributed to the battery overestimation. No intervention was performed. The patient was stable.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted on (B)(6) 2020. Patient was stable during and after the explant procedure.